Event description:
Boston scientific received information that this left ventricular (lv) lead had partial dislodgement as a high capture threshold in every configuration was reported. Boston scientific technical services (ts) reported the lead was revised. There was no other impact for the patient. Ts reported that the repositioning was successful. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.